Event description:
It was reported that the pulse generator exhibited loss of output after the lead was connected. The physician decided to re-open the pocket and reposition the lead. Once the pocket was opened the lead was tested and exhibited normal electrical values. The physican decided to explant and replace the device.

Manufacturer narrative:
No medwatch form was received. Analysis was normal.